Event description:
It was reported that, the jaw of the grasper broke off during use. The piece was retrieved. There was no pt injury and the procedure was not extended or altered."

Manufacturer narrative:
The device has been rec'd and is being decontaminated. It will then go to the engineer for evaluation. When I have rec'd his report, I will file a supplemental report.